Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having a return of symptoms. Patient stated that their simulation seemed like it "takes off" and then they can feel it a lot, but then their stimulation stops, and the next thing, they can feel it again. Patient added that they're up all night going to the bathroom, and that every 45 minutes or 1 hour, it seems like they have to run to the bathroom again. Patient also mentioned that even during the day, when they have to go and wait too long, it's "all I can do to get it". During the call, patient confirmed that they could feel the stimulation and that it was starting to "take off" on its own. Patient confirmed that they were feeling the stimulation strongly and that they've had their therapy readjusted numerous times by the clinician at their doctor's office, but nothing helps with the reported issue. Patient then added that they've been back and forth with their health care provider (hcp)  a few times for readjustments and that they were going back to their hcp this afternoon. Patient also mentioned that they were wondering if their ins needs to be replaced. Agent reviewed general therapy information and redirected the patient to their hcp to further address the issue. When asked for an event date, patient stated that the issue started probably about 8 months ago if not a little longer or could've been a little further like 10 months ago.

Event description:
Additional information was received from the patient. The patient reported that the cause of the stimulation "taking off" was not de termined. They reported that they were unsure what likely caused or contributed to the issue. They reported that steps taken to resolve the issue included that the healthcare provider (hcp) office shut it off and then turned it back on and changed the setting. They reported the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.